Event description:
It was reported that a patient experienced peritonitis coincident with dianeal therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown and the patient was not hospitalized for this event. Treatment for this event was not reported. The patient recovered and was retrained on proper procedures. Dianeal therapy was ongoing. The nurse was unable to provide any further information. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot number 12i18h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.